Event description:
It was reported that far-field r-wave oversensing was observed on the stored electrograms (egms) of the cardiac resynchronization therapy defibrillator (crt-d) during right ventricular automatic threshold (rvat) and left ventricular automatic threshold (lvat) tests. Atrial intrinsic amplitude was also out-of-range. The crt-d remains in service. No adverse patient effects were reported.